Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016 the patient had required hospital treatment for a blood glucose in the 800 mg/dl range, with large ketones and symptoms including abdominal pain, nausea, blurred vision, and polydipsia. Patient was treated with IV fluids and insulin via injection. Reporter also alleged that the ??? Icon had been displayed for more than 4 hours. Customer support educated the patient and the bg excursion is considered a training/misuse issue. This complaint reported as the blood glucose excursion is related to use error. The alleged malfunction is not reportable because insulin delivery from the pump is not interrupted. The alleged product issue is not likely to cause an adverse event because the sensor and transmitter have no affect on insulin delivery. The user is also instructed not to solely use cgm technology when making dosing decisions with the pump.